Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. Device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. It was unable to verify the motor position encoder error alarm in the alarm history due to history file overwritten. It was unable to perform the occlusion and excessive no delivery test due to motor error alarm. Device was received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that she woke up and received a no delivery alarm, she cleared it and the insulin pump alarmed motor error and motor position encoded error. Customer's blood glucose was high at 408 mg/dl. Customer would be treating with manual injection. Most recent blood glucose reading was 330 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.